Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, a patient called cryolife stating that his doctor removed his on-x valve and returned it to cryolife for evaluation. A search of the implant database revealed an implant record for the patient; however, no explant record was on file and his valve has not been returned to cryolife.

Manufacturer narrative:
Onxane-23 sn (B)(6) was implanted on (B)(6) 2018 in the aortic position of a male of unknown age. By (B)(6) 2020 this valve was reported as having been explanted per a phone call from the patient to a cryolife customer service representative following the patient¿s receipt of a letter from cryolife. No other information was provided despite cryolife efforts to obtain it. The manufacturing records for onxane-23, sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. There is not enough information to know why the decision was made to explant the on-x valve, when it was done, or what valve replaced it. Therefore, we have no evidence to indicate what, if any, contribution the valve made to the decision for its removal. The instructions for use (IFU) for the on-x valve acknowledge reoperation and explantation as potential consequences of a complication following prosthetic valve replacement, but we have no evidence of any valvular malfunction. The on-x heart valve fmea was reviewed. The on-x heart valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as far as possible by design and process. Post production residual risk is communicated in the product's labeling and IFU. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.